Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart xl had error codes 20 during defibrillation as well as "in the historic" errors codes 40, 1000 and 20 (defib failure - charging circuits and system monitor failure). There was no patient impact.